Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing came apart on (B)(6) 2025. The site of detachment was from the quick release. The insertion site was abdomen. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: the united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-01201. The initial MDR with manufacturing report number (8021545-2025-01201), was submitted on 22-may-2025. Upon completion of the investigation, the manufacturing date was updated as 03-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006048. In question was manufactured at the osted site. Device history record (DHR) review: the 6006048 was manufactured according to the work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 03-may-2024 with a total of 1950 (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.